Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a serverely calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 24 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.